Event description:
The pt reported there is insulin in the cartridge chamber of his insulin infusion device. He stated he was changing the insulin cartridge when he pulled the cartridge out instead of unscrewing it. He stated the plunger remained attached to the piston rod and insulin spilled into the chamber. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.